Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, analysis of the device memory was performed and no anomalies were found. The analyst noted that episodes reviewed revealed no evidence of inappropriate episode detection. Episodes appear to be appropriately detected according to detection algorithms and device settings. Concomitant medical products: 694958, implantable tachy lead, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as right ventricular (rv) lead oversensing and inappropriate device detection. The lead and device remain in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.